Event description:
During a routine follow-up appointment, it was found that there was oversensing in the ventricular channel and noise was seen. The device was reprogrammed with decreased ventricular sensitivity; remains in adequate safety margin compared to dft testing sensitivity. The device remains implanted. Note: the lead connected to this ICD was only originally reported as the complaint. The investigation pertaining to this issue recently added this ICD as part of the complaint.

Manufacturer narrative:
(Other): the ICD was not returned because it remains implanted. Therefore, the programmer files that were received were reviewed. Results (other): the files showed the device operated as intended. Conclusion (other): the reprogramming of the ventricular sensitivity solved the observed issue; the device can remain implanted.